Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No valid model, lot number or product sample was available. Therefore, a detailed investigation or batch review cannot be conducted. This complaint evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reports that, "he has a wound in right toe since (B)(6) 2016. The wound presented a "black crust" and when the nurse removed she noticed a necrosis in the wound and started the treatment with aquacel 3 times per week. Patient doesn't know what was used in the care of the wound before put the aquacel. Nurse used a bandage over aquacel. The end user has a wound on both heels, nurse used aquacel for treatment and wounds were closed. So, patient was informed that because there was no improvement of the wound on the right toe, it will be amputated." The dressing was discontinued. The patient did not have any further information as to the specific product other than the name (aquacel), as there were many dressings used in his treatment from the hospital. No further details have been provided.